Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Data review was unable to confirm the reported event of high alert did not work on the g5 application. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, high alert did not work on the g5 application. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.